Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that the patient was having to charge their newly implanted rechargeable stimulator too frequently. It was reported that the patient was implanted on (B)(6) 2017 and the first day after they were implanted the patient charged their implant for three hours (tuesday morning). It was reported that the ins was dead from low battery by friday ((b)(5) 2017), which is when the patient noticed their issue. It was reported that the patient didn¿t have time to charge until sunday, where they charged for four and a half hours until the battery was flashing the 75 to 100 percent range. The patient then reported that it died again today and they had been charging it for an hour now and it was flashing 25 to 50 percent charged. It was reviewed with the patient that programming parameters could affect the recharge interval. It was reported, when the patient was recharging, they were not charging their ins fully to 100 percent. It was reviewed and recommended that it was best practice to charge the ins to 100 percent to increase the time between charges. The patient was then redirected to their healthcare professional to find out what their recharge interval was and see if it was expected with their programming or if there was a device issue. It was reported that the patient thought it was a device issue, but it was reviewed that it could be a normal recharge interval depending on the patients programming. There were no symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting the continuation of the same issue they previously reported. The patient stated that their battery lasted from tuesday until today ((B)(6) 2017) and wanted to keep track of how long it was lasting. It was reported that the patient was meeting with their manufacturing representative next wednesday to have their device checked. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that the patient was charging too often (every two days). The patient is comparing recharging intervals from an older implantable neurostimulator model. Three battery calculations were run with assumed impedance values + - + 450 microseconds, 40 hertz, and 7.5 volts. The results were as follows: 500 ohms: beginning of life ¿ 5.66 days, end of life 4.7 days 400 ohms: beginning of life ¿ 4.7 days, end of life 3.9 days 1000 ohms: beginning of life ¿ 9.8 days the patient¿s specific settings were 7.1 volts, 450 pulse width, 40 hertz, 653 ohms, 2 anodes, 2 cathodes. If using all day/every day it was calculated to be 6.47 days to 7.73 days. It was noted that it is hard to know how much the patient can get in terms of days because he is charging when it is still 50% charged. It was reviewed that the patient should charge up to 100% and let it run down further to see if he can get 6-7 days of use. It was reviewed that the patient is comparing this to his previous rechargeable device which was charging once every 3 weeks. The device was two devices ago and the battery was larger, and the settings of the old device were unknown. The patient¿s average coupling is 6 bars. There weren¿t any overdischarges. The electrode impedances were checked and no shorts were seen. There were values of 2337 ohms, 3504 ohms, and 4038 ohms which seemed on the higher end, which may be a cause to have the amplitude up so high. When quartiles are seen, it is unknown where the patient falls within that 25% range.